Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d314trg ICD, implanted: (B)(6) 2013; product ID 4076-52 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was noted that the patient was taking part in the system longevity study.